Manufacturer narrative:
Investigation summary: the investigational analysis has been completed. The device was inspected and the peek housing was found cracked with internal parts exposed. Then, the electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, magnetic sensor functionality was tested on carto and the catheter failed, error 105 and 106 were observed. A failure analysis was performed, the catheter was dissected and the sensor values were found within specifications, with this information, the failure can be attributed to a potential pc board failure. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. Then, a deflection test was performed and the catheter failed. A failure analysis was performed and the catheter was observed under the x ray machine and the t bar was found slid down causing the improper deflection condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on the peek housing is related to the t bar slid down issue since this condition causes stress in that area causing the damage observed. The root cause of the t bar slippage cannot be determined, however, an internal corrective action has been opened to investigate this issue. The root cause of the pc board failure cannot be determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with thermocool® smart touch® sf bi-directional navigation catheter. During the procedure, the f curve deflection became unresponsive. The operator continued the procedure with using only the d curve. The catheter was not exchanged. At the end of the procedure, the lack of deflection towards the f curve was visually confirmed. The operator explained that this must have been caused by stress to the catheter. To be able to reach all areas he used the sheath to create smaller curves. He advanced the catheter just a little bit outside the sheath and bent just the catheter tip as not all the deflective curve was outside the sheath. He understands that this is the cause, but he believes that the catheter design should allow this, as some of the competitor¿s catheters do. No patient consequences were reported. The deflection issue was assessed as not reportable. The most likely consequence is an intraprocedural delay . The potential risk that it could cause or contribute to a serious injury or death is remote. The biosense webster failure analysis lab received the catheter and discovered on october 1, 2018 that the peek housing was cracked at the transitional area approximately 1.6 cm from the distal tip. Internal parts were exposed. The peek housing cracked at the transitional area with internal parts exposed has been assessed as a reportable issue. Therefore, the awareness date has been reset to october 1, 2018.